Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested of one untreated event and one treated event. A boston scientific technical services consultant observed both events are remarkable for low amplitude r-wave measurements. Additionally, there was a change in r-wave morphology that appeared notched. The consultant does not agree with the physician's assessment that these events were caused by electromagnetic interference. Additional testing was performed, and the clinical observations were recreated when the patient bent to the right side. X-ray noted electrode location was not ideal and appeared to be a little too far lateral. Re-screening could be performed to assess other viable locations. However, implant of a transvenous system may need to be considered. The device remains in service and no adverse patient effects were reported. It was reported that the patient was rescreened and failed in secondary vector but passed in primary and alternate vectors. An exercise tolerance test (ett) was performed and the patient failed in all vectors with an elevated heart rate. A boston scientific engineer reviewed the stored data and noted the sensing changes occurred around april 2024 and based on the signals; it looked like system movement symptoms in the change in amplitudes. The engineer stated the ett result is inconclusive since the result is less to do with changes at the elevated rate and more to do with overall signal stability. Further troubleshooting and programming steps and options should be performed to determine if device and/or electrode placement can be optimized to avoid the signal amplitude changes. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that episode review was requested of one untreated event and one treated event. A boston scientific technical services consultant observed both events are remarkable for low amplitude r-wave measurements. Additionally, there was a change in r-wave morphology that appeared notched. The consultant does not agree with the physician's assessment that these events were caused by electromagnetic interference. Additional testing was performed, and the clinical observations were recreated when the patient bent to the right side. X-ray noted electrode location was not ideal and appeared to be a little too far lateral. Re-screening could be performed to assess other viable locations. However, implant of a transvenous system may need to be considered. The device remains in service and no adverse patient effects were reported. It was reported that the patient was re-screened and failed in secondary vector but passed in primary and alternate vectors. An exercise tolerance test (ett) was performed and the patient failed in all vectors with an elevated heart rate. A boston scientific engineer reviewed the stored data and noted the sensing changes occurred around (B)(6) 2024 and based on the signals; it looked like system movement symptoms in the change in amplitudes. The engineer stated the ett result is inconclusive since the result is less to do with changes at the elevated rate and more to do with overall signal stability. Further troubleshooting and programming steps and options should be performed to determine if device and/or electrode placement can be optimized to avoid the signal amplitude changes. The system remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A local area sales representative was contacted for status of the explanted device. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that episode review was requested of one untreated event and one treated event. A boston scientific technical services consultant observed both events are remarkable for low amplitude r-wave measurements. Additionally, there was a change in r-wave morphology that appeared notched. The consultant does not agree with the physician's assessment that these events were caused by electromagnetic interference. Additional testing was performed, and the clinical observations were recreated when the patient bent to the right side. X-ray noted electrode location was not ideal and appeared to be a little too far lateral. Re-screening could be performed to assess other viable locations. However, implant of a transvenous system may need to be considered. The device remains in service and no adverse patient effects were reported. It was reported that the patient was re-screened and failed in secondary vector but passed in primary and alternate vectors. An exercise tolerance test (ett) was performed and the patient failed in all vectors with an elevated heart rate. A boston scientific engineer reviewed the stored data and noted the sensing changes occurred around april 2024 and based on the signals; it looked like system movement symptoms in the change in amplitudes. The engineer stated the ett result is inconclusive since the result is less to do with changes at the elevated rate and more to do with overall signal stability. Further troubleshooting and programming steps and options should be performed to determine if device and/or electrode placement can be optimized to avoid the signal amplitude changes. The system remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted and confirmed the explanted product will not be returned as it was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested of one untreated event and one treated event. A boston scientific technical services consultant observed both events are remarkable for low amplitude r-wave measurements. Additionally, there was a change in r-wave morphology that appeared notched. The consultant does not agree with the physician's assessment that these events were caused by electromagnetic interference. Additional testing was performed, and the clinical observations were recreated when the patient bent to the right side. X-ray noted electrode location was not ideal and appeared to be a little too far lateral. Re-screening could be performed to assess other viable locations. However, implant of a transvenous system may need to be considered. The device remains in service and no adverse patient effects were reported.